Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a catheter-mounted sheath was inse rted into the left subclavian artery access site. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was implanted. Following dcs removal and surgical hemostasis, angiography of the left subclavian artery revealed that peripheral blood flow was reduced at the access site. The access site was re-incised, the intimal layer was peeled off, and it was noted that the patient was in a sub-occlusion status. Surgical repair was performed, and repeat angiography confirmed that blood flow had resumed. No additional adverse patient effects were reported. Additional information was received that the minimum diameter of the access vessel was 5.4 x 6.5 mm. Per the physician, there was resistance noted when inserting the 14 fr non-medtronic sheath which might have been the timing of the injury, and the dcs was not the cause.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a catheter-mounted sheath was inse rted into the left subclavian artery access site. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was implanted. Following dcs removal and surgical hemostasis, angiography of the left subclavian artery revealed that peripheral blood flow was reduced at the access site. The access site was re-incised, the intimal layer was peeled off, and it was noted that the patient was in a sub-occlusion status. Surgical repair was performed, and repeat angiography confirmed that blood flow had resumed. No additional adverse patient effects were reported.